Event description:
It was reported that 2 of the bd plastipak¿ 3ml syringe experienced leakage. The following information was provided by the initial reporter: patient reported having difficulty with the syringes. Patient stated when inserting the syringe into the gattex vial, it started to leak out and was unable to draw the full medication to self-inject.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that 2 of the bd plastipak¿ 3ml syringe experienced leakage. The following information was provided by the initial reporter: patient reported having difficulty with the syringes. Patient stated when inserting the syringe into the gattex vial, it started to leak out and was unable to draw the full medication to self-inject.